Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was diagnosed with red man syndrome. The patient was given an IV of benadryl on (B)(6) 2016 as the patient had red blotchy skin after receiving an IV of vancomycin infusion. The patient's scalp also itched. It was confirmed that the patient denied any difficulty breathing and the patient's blood pressure and oxygen were normal so the surgery continued as planned. It was stated that the etiology of the reported issue was not related to the device/therapy, but related to the implant procedure. The issue was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.